Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was set up correctly and it was inserted into the patient. The two bands successfully deployed; however, the device stopped deploying elastic bands and had continued to spin. Reportedly, the device was removed from the scope, and the procedure was completed with another speedand superview super 7 device. There were no patient complications reported as a result of this event.